Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent a gynecological procedure in order to treat cystocele and rectocele and mesh was implanted. It was also reported that post implantation, the patient experienced pain, erosion, dyspareunia, nocturia, and urinary/fecal problems. It was reported that the patient underwent removal on (B)(6) 2012. (B)(4) ¿dyspareunia; urinary problems; fecal problems. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06241. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-06241. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent uterosacral vaginal vault suspension, modified mccall¿s culdoplasty, revision of anterior & posterior colporrhaphy and cystourethroscopy along with mesh excision on (B)(6) 2012 due to vaginal mesh erosion, dyspareunia and pelvic pain.